Event description:
It was reported that during a hepatic lobectomy procedure, the device was fired once and worked properly. The device was reloaded with a vascular reload. The resident noted that he didn't hear a click when closing the instrument on the portal vein. The device was fired and the cartridge pushed out of the jaws. Staples were formed about a third of the way, but there was no cut. They used traditional clamp, cut, and tie to transection the portal vein. There was no blood loss as a result. The stapler was used with a new cartridge on another artery without incident. The case was lengthened slightly.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: the event occurred on the second firing. Ats45 was used. Tr45w was used on the first and third firings. No buttressing materials were used. The instrument wasn¿t fired across an existing staple line or clip. They didn¿t hear the click of the closing handle before firing. No unusual sounds were heard upon firing. Unknown whether the triggers and buttons returned to normal position. No difficulty removing the instrument from the tissue.

Manufacturer narrative:
(B)(4). The analysis showed that a tr45w cartridge reload was received for analysis; it was noted to be partially fired 1/3. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. The returned reload was loaded into a test device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.